Event description:
It was reported that the patient implanted with this right ventricular (rv) lead, pacemaker and right atrial (ra) lead was seen in clinic six weeks post implant. The incision in the device pocket was noted to have failed to heal appropriately and the device was eroding through the incision. Surgical intervention was undertaken. The device and leads were explanted and replaced with a new device and leads. No additional adverse patient effects were reported. This product will not be returned. If pertinent information is provided in the future, a supplemental report will be submitted.